Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaints identified no similar complaints reported from the lot. It should be noted that while the mitral regurgitation (mr) ultimately remained unchanged, the reported patient effects of worsening mitral regurgitation, hypotension, hypertension and pericardial effusion as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All information was investigated and the reported single leaflet device attachment (slda) in this complaint appears to be due to patient morphology/pathology (restricted posterior leaflet with anterior override, bi-atrial enlargement, enlarged mitral annulus). While, a cause for the pericardial effusion could not be determined. However, the hypotension and hypertension appear to be related to the patient condition and procedural circumstances of the pericardial effusion. The reported unchanged mr was likely related to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and pericardial effusion. On (B)(6) 2020, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. Prior to insertion of the clip, it was note that the patient had a restricted posterior leaflet with anterior override, hypertension and bi-atrial enlargement. An ntr clip delivery system (cds) was inserted and grasping was performed laterally of a2p2. Mr successfully reduced; therefore, the deployment sequence was started. However, at this moment, the anesthesiology experienced difficulty with the patient¿s blood pressure as it started to fluctuate, simultaneously, the physician noticed on transesophageal echocardiogram (tee) that a pericardial effusion had occurred. The clip was deployed, and a pericardial drain was inserted to treat the pericardial effusion. After the pericardial effusion was treated, it was noticed that the clip had been deployed in a3p3 but had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4+. It was noted that the clip did not migrate to the location of a3p3. The decision was made to discontinue the procedure. On (B)(6) 2020, a second mitraclip procedure was performed to stabilize the slda and reduce mr with a grade of 4. One clip was successfully implanted, reducing the mr to 1. No additional information was provided.